Manufacturer narrative:
Asku - the occupation is lay user/patient. The customer no longer has the test strips to return.

Event description:
The customer alleged that incorrect results from coaguchek xs meter with serial number (B)(4) contributed to 2 strokes on (B)(6) 2018 and (B)(6) 2018. For both stroke events the customer went to the emergency room due to tingling and numbness in her left arm. On (B)(6) 2018 the result from the coaguchek xs meter was 3.0 inr. Within 7 hours, the result from an unknown laboratory method at the hospital was 1.9 inr. More than 7 hours later, the result from an unknown laboratory method at the admitting hospital was 1.2 inr. The customer was released from the hospital on (B)(6) 2018. On (B)(6) 2018 the result from the coaguchek xs meter was 2.8 inr. Within 7 hours, the result from an unknown laboratory method at the hospital was 1.8 inr. Within 7 hours, the result from an unknown laboratory method at the admitting hospital was 1.1 inr. The customer was released from the hospital on (B)(6) 2018. The customer's therapeutic range is 2.5 - 3.0 inr. For both stroke events, the customer received a lovenox drip. The customer does not remember if she received any other treatment for her inr. The customer alleged that the strokes were caused by clotting on her mechanical valve due to her coumadin dose being decreased based on high inr results from the meter. The customer was not able to provide any high inr results that occurred prior to either stroke. The customer was not able to provide the results that the change in coumadin dose was based on. This information was requested but could not be provided. The customer currently doesn't feel well and is stressed. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has not had any recent changes in her coumadin dose or diet. The customer is not taking any new medications and has not been ill recently. The customer is not experiencing any symptoms of bleeding or bruising. The meter and test strips were requested for investigation. The customer used the same strip lot and vial at the time of both strokes. The customer no longer has the test strip vial to return. Relevant retention test strips (lot 247896) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.